Event description:
The surgeon was unable to load the lens into the cataract with the inserter. The inserter and or lens was malfunctioning. After multiple devices, the lens was able to be inserted. There does not appear to be patient harm; although will monitor. The sales representative was contacted; the entire stock of lens and inserters was pulled. The rep will be picking up and providing facility and surgeon with quality assurance report.